Event description:
It was reported that during implant, high pacing threshold and loss of capture were observed on the lv lead. The ICD was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found normal device characteristics.